Manufacturer narrative:
Eval summary: eval: underwater testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edge penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
On 6/25/98 it was reported that there was a perforation in the iab. The iab was removed & another was not inserted. There was no pt injury or complication as a result of the event. The pt was doing okay without iabp. [Pt's current status]: doing well- rpt'd 06/25/98.